Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of separations. The tubing sets were being used to deliver autologous pt blood that had been collected during unspecified open heart surgical procedures. After the pt's blood was cleaned and processed, the blood was placed into 60ml blood bags. The blood bags were spiked with the tubing set. The blood bags were then pressurized to 250mmhg via pressure bags. After unspecified lengths of time in use, the tubings separated from the spikes of the tubing sets. The collected blood spilled onto the operating room floors and was cleaned up according to the user facility's protocol. The tubing sets were replaced. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.